Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they received a non-recoverable system error message on their arctic sun device. They have already swapped the machine out on the patient, nurse asked if they need to tag this device. Informed nurse they could send the device to biomed to have it evaluated. Explained when they received a non-recoverable error, they recommend turning the device off and back on. From there, therapy could typically be resumed without any issues and the device could remain on the patient. If the alarm continues to persist after rebooting the device, they will then recommend swapping the device out and sending it to biomed. Nurse stated that since they have removed the device, would just send it to biomed. Unable to get s/n before nurse hung up.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse stated that they received a non-recoverable system error message on their arctic sun device. They have already swapped the machine out on the patient, nurse asked if they need to tag this device. Informed nurse they could send the device to biomed to have it evaluated. Explained when they received a non-recoverable error, they recommend turning the device off and back on. From there, therapy could typically be resumed without any issues and the device could remain on the patient. If the alarm continues to persist after rebooting the device, they will then recommend swapping the device out and sending it to biomed. Nurse stated that since they have removed the device, would just send it to biomed. Unable to get s/n before nurse hung up. The latest labeling revision was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they received a non-recoverable system error message on their arctic sun device. They have already swapped the machine out on the patient, nurse asked if they need to tag this device. Informed nurse they could send the device to biomed to have it evaluated. Explained when they received a non-recoverable error, they recommend turning the device off and back on. From there, therapy could typically be resumed without any issues and the device could remain on the patient. If the alarm continues to persist after rebooting the device, they will then recommend swapping the device out and sending it to biomed. Nurse stated that since they have removed the device, would just send it to biomed. Unable to get s/n before nurse hung up.